Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. The customer provided possible lot number are 25085649 a device history record review for material# 2420-0007 and lot# 25085649 was performed. The search showed that a total of 86,401units in 1 lot number was built on 20aug2025 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
IV tubing was found to have a pressurized bubble in the tubing that is inserted into the brain of the pump. This was causing the IV fluids to be pressurized when administering and squirting fluids out the port. This is the second IV tubing issue occurrence noted.she did not report any patient harm.